Event description:
A covidien premium surgiclip auto suture medium clip applier was placed on the field. After a few clips, the applier jammed. A second applier was added to the field and the same thing happened. A third applier was placed on the field and it jammed after one clip. All appliers were removed from the field.